Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, after one successful shock had been delivered, the defibrillator failed to discharge. Complainant indicated that the clinician obtained another set of electrode pads and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.